Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a sharp pain at the implant site, pain when bending over and she can feel the ipg when sitting down. The patient was also getting a shocking sensation and was having a hard time connecting the remote control to the ipg. The patient underwent a pocket revision wherein the ipg was replaced as the physician suspected malfunction. The patient was reportedly doing well after the procedure.